Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 years and 5 months post implant of this bioprosthetic aortic valve, it was explanted and replaced with another bioprosthetic aortic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.